Event description:
It was reported that the caller performed a blood glucose test between 7:10-7:15 am, resulting in a value of 163 mg/dl. The caller felt fine but injected 5 units of humalog insulin based on the reading and additionally 35 units of lantus insulin. Between 8:30-8:45 am the patient started sweating and became unconscious. He was unable to self treat. The emt's were called. They performed a blood glucose test using their meter and received a result of 38 mg/dl. They treated the patient with glucose intravenously. Customer didn't go to the hospital.